Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with a frozen display with flashing medtronic logo due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump exposed to moisture during bath. Customer stated fluid entered in liquid crystal display. Customer stated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.